Event description:
It was reported that the float sensor on a smiths medical fluid warmer isn't recognizing that there is fluid in the chamber and won't run. Contacted tech support and checked the internal wiring and wasn't able to repair it. No adverse patient effects were reported.